Manufacturer narrative:
Model number should have been 1065t/86 rather than 1056k/86.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Device was tested on the bench and no anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up in clinic, device was found to reach eri and premature battery depletion was noted. Device was explanted and replaced. Patient¿s condition was stable.

Event description:
New information received notes that the physician believes that the high lv threshold caused faster battery depletion and battery was normal otherwise.